Manufacturer narrative:
(B)(4). The assignable cause for the reported issue of homechoice started therapy by itself was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the reported issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The customer stated the machine is working properly. A swap of the machine was not initiated at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A caregiver (cg) contacted baxter's technical service center requesting assistance with the home choice (hc). The cg stated, she setup the therapy early and the hc started the therapy by itself. The technical service representative (tsr) explained possible issues. The cg stated, she had no more details. On (B)(6) 2011 product surveillance contacted the cg who stated, the hc had started by itself that night. The cg stated, the nurse was contacted regarding the event. The cg confirmed, the hc is still in use and functioning properly. The cg stated, baxter recommended requesting a swap if needed. No patient injury or medical intervention was reported.